Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a sports medicine surgical procedure, the bur broke at the notch. It was also reported that the bur fell out of the attachment. It was further reported that there were no adverse consequences or surgical delay due to this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
The reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed.the device was sent to the product engineering group who concluded that the most likely cause of breakage is that the bur was not locked into the attachment when the handpiece was actuated.

Event description:
It was reported that during a sports medicine surgical procedure, the bur broke at the notch. It was also reported that the bur fell out of the attachment. It was further reported that there were no adverse consequences or surgical delay due to this event. It was also reported that the procedure was completed successfully.